Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had alarmed hardware low level failure. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they were able to clear the alarm and complete the rewind. Customer also reported that self test was performed and it was not passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests including displacement, and self tests; however, hardware low level failures is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at keypad assembly. No other unexpected hardware low level failures or audio/vibrate anomaly/absence of alarms were noted during testing.